Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 80-90% stenosed target lesion was located in the calcified left anterior descending artery (lad). The lesion was predilated and then a 2.25x24mm taxus liberte atom stent was advanced to the lad, but was unable to cross the lesion. The physician attempted to cross the lesion multiple times, but the attempts were unsuccessful. The physician then attempted to remove everything as a system and during withdrawal the physician experienced resistance and the stent dislodged from the stent delivery system (sds) when it reached the sheath in the iliac artery. The physician was able to successfully snare the stent from the patient and the procedure was completed by implanting three overlapping taxus liberte atom stents, sizes 2.25x20mm, 2.25x8mm and 2.25x16mm, in the lad. No additional patient complications were reported with the patient's current condition listed as okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).